Event description:
It was reported that ECG strips revealed loss of atrial capture at 7.0 v. Atrial bipolar impedance was 342 ohms and the p-wave amplitude decreased to 0.5 mv. To avoid surgery, the physician elected to program the pulse generator to vvi mode since the patient did not pace much in the atrium.